Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with laparoscopic lysis of adhesions.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to chronic pelvic pain of increasing intensity, sui and severe pelvic adhesions. It was reported the patient underwent a repair of the incisional hernia with ventralex mesh and repair of the inguinal hernia with mesh due to right inguinal hernia and right medial lower abdominal incisional hernia on (B)(6) 2009. It was reported, the patent underwent a cystoscopy, hydrodilation of the bladder, urethral dilatation and pelvic exam due to interstitial cystitis and voiding dysfunction on (B)(6) 2011. It was reported that patient underwent cystoscopy and hydrodilatation of the bladder due to interstitial cystitis on (B)(6) 2012. It was reported the patient underwent cystoscopy, hydrodistention of the bladder and installation of coaptite due to interstitial cystitis and urinary incontinence on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient died on an undisclosed date. No additional information was provided.